Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This device is used for treatment. Surgical notes for primary surgery were received and indicate that full extension with 125 degrees of flexion and excellent global stability was achieved at the end of the procedure and the patella tracked centrally. Patient was in stable condition post-op and there were no intraoperative complications. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: no devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.